Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. (B)(4) lot number unknown device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. Hospital address and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown procedure on unknown date, the low profile neuro screw shaft broke. Surgeon noted the attempt to insert the screw was with normal force. The tip of the screw remains embedded in patient bone as surgeon determined it would not compromise the patient¿s condition. Surgery was completed successfully with an unknown delay. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1), screwdriver (part number unknown, lot number unknown, quantity 1) this report is for one (1) low profile neuro screw this is report 1 of 1 for (B)(4).